Event description:
On (B)(6), united surgical received a series of emails from (B)(6), one of our independent sales reps, forwarded from his customer, surgical appliance industries. It was regarding a letter they had received from an individual who had, at the direction of a physician for a foot sprain, purchased a short walker boot from a distributor of united surgical. The pt indicated that within 3 weeks of wearing the walker on his right foot, he began to experience pain in his left knee. He indicated that he felt it was from the walker being slightly higher on the leg it is worn on. The pt contacted his doctor and the doctor told him this is the first complaint he had ever received on this product. The pt is simply asking that the MFR take a look at the instructions/warning to mention ways to avoid this from happening. This pt also contacted the FDA and they sent us an email ((B)(6)) asking where the product was manufactured. United surgical responded to her email, saying that it was manufactured by united surgical, that we were filing a medwatch report and reviewing our product instructions / warnings to see if we needed to make any changes.